Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported they performed the apex data update part 1 of the non-default data which changed some of the flow factors. The technicians reported certain solutions are running dry. There was no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The log review confirmed an occurrence of insufficient volume to complete the order. However, the customer provided additional information stating a return to normal and no further issues of this nature occurred. It was initially indicated a recent apex data update caused delivery factors to change, however, this only included updates to the occlusion bounds which would not affect the dispensing rates. A review of all suspect delivery factor barcodes was performed and the evidence shows that the ingredients had no changes provided to the customer between (B)(6) 2020 and the date of occurrence. This further suggests that the delivery factors or a change from the manufacturing process did not contribute to the source containers running dry. If additional pertinent information becomes available a follow-up report will be filed.